Manufacturer narrative:
D10 concomitant product: egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4c2339y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted and the articulation lever was in neutral position. Functional testing found that the instrument loaded, clamped, yet would not cycle. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. It was reported that while detaching the bronchus, a clicking sound was heard, there was no response when pressing the handle, and the reload had staples burst out. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic left upper lobe surgery, while detaching the bronchus, a clicking sound was heard, there was no response when pressing the handle, and the reload had staples burst out. The staple line was incomplete proximally andre-anastomosis was done. The surgeon replaced the handle and reload with new ones and then completed the surgery. Medtronic's initial evaluation of the incident device found that sheared teeth were visible on the firing rack at site of initial firing post clamp up due to thick tissue.